Manufacturer narrative:
In review of the econn data, tsc reviewed content associated to the gel card barcode where the incorrect blood group was obtained: metering report showed the aspiration and dispensing into the gel card in the srdr outer rotor 2 slot 3 on (B)(6) 2020 at 10:58am. Barcode scan report for this position on the same day at 10:57:53 shows no barcode "barcode on vial not found". Same message shown previously at 10:57:53. This sample was not identified by the internal scanner or using the hand scanner. Through process of elimination, this sample was manually typed in as "(B)(6)". This is confirmed with all econn sample encryption ID matching "(B)(6)". Sample ID provided by the customer "(B)(6)" only shows on the barcode scan report as scanned successfully internally at 11:02:15 in the same sample rotor but in position 7. Tsc has concluded the sample with the incorrect blood group was manually assigned by manually tying the sample ID. Tsc contacted the customer with the conclusion of the investigation. Customer satisfied and confident that the result was a result of tech error.

Event description:
Customer contacting tsc to report an rh negative discrepancy for a patient when tested on the vision in the mts abd/rev gel card lot# 102819001-17 that was later determined to be rh positive. Customer reports the patient in question sample ID (B)(6) was initially tested on the vison on (B)(6) 2020 at 10:57 am. A blood group of a negative was reported. No previous history of this patient at this facility. Patient's result was released. Customer reports receiving a phone call from the patient's doctor who reports the patient to have a previous blood group from 8 years ago of a positive. The customer reports pulling the sample ID (B)(6) and repeating the testing on the same vison and this time a blood group of a positive was obtained. The customer then tested the sample again on (B)(6) at 17:00 and again an a positive result was obtained. Customer reports the collection of another sample from the patient on (B)(6) 2020 and tested on the vision at 17:10 with a new barcode of (B)(6) and again a pos blood group was obtained. Further troubleshooting by the customer: the customer was able to identify another patient that was reported to be a negative on (B)(6) 2020 that was on the same sample rotor 1 rack 2 position 4, where the sample in question (B)(6) was in position 3. Customer questioning how sample ID (B)(6) was originally scanned: internal scanner, hand scanner or manually assigned? Tsc advised the customer that their vision is not econnected where we would be able to tell the customer how the sample was loaded. Tsc advised the customer that the fe can manually push the reduced common logs into econn and we would be able to further troubleshoot.